Event description:
The customer's mother reported her daughter's blood glucose reached 444 mg/dl and that the cannula was bent. The pod was worn for 8 hours.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.